Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was displaying an over heating error. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to reproduce the alarm on the unit; however, during the the compressor output test the temperature was as high as 63 degrees, and would drop to 48 and jump sporadically to different temperatures. The fse found the temperature sensor to be the issue. The fse ordered the part needed then returned returned on a later date to complete the repair. The fse disassembled the pump and replaced the temperature sensor, and verified through compressor output test that the unit was working properly. The fse performed a full pm check and calibrations. The unit passed all tests and is ready for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to reproduce the alarm on the unit; however, during the compressor output test the temperature was as high as 63 degrees, and would drop to 48 and jump sporadically to different temperatures. The fse found the temperature sensor to be the issue. The fse ordered the part needed. The fse returned on a subsequent date to complete the repair. The fse disassembled the pump and replaced the temperature sensor, and verified through compressor output test that the unit was working properly. The fse performed a full pm check and calibrations. The unit passed all tests and is ready for clinical use.

Event description:
N/a.